Manufacturer narrative:
Additional information has been requested.

Event description:
This patient was implanted with a gore excluder bifurcated endoprosthesis on (B) (6) 2000. It was reported to gore that the patient now has a proximal type I endoleak and aneurysm enlargement. No further information was provided.